Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was treated for a large abdominal aortic aneurysm with a right common iliac aneurysm on (B)(6) 2023 with the implant of an alto abdominal stent graft system, and an additional ovation ix iliac limb in both the right and left iliacs. It was reported on (B)(6)2023, that a routine follow-up computed tomography (CT) scan identified a type ib endoleak of the left common iliac artery. Reintervention is in the pipeline for (B)(6) 2023.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ib endoleak of the left common iliac artery and additional endovascular procedure (ovation limb 07 february 2024) complaints are confirmed. This is consistent with the reported adverse event/incident. The type ib endoleak of the left common iliac artery was anatomy related. There was bilateral 90-degree angulation in both iliacs pre-index procedure. This likely caused the cranial migration of the left limb of approximately 20mm. The cranial migration likely caused the type ib endoleak of the left common iliac artery. Procedure related harms for this complaint were right limb ischemia and additional surgical procedure (right femoral popliteal bypass) occurred immediately post operatively on (B)(6) 2023. The final patient status is reported as completely normal post intervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was treated for a large abdominal aortic aneurysm with a right common iliac aneurysm on (B)(6) 2023 with the implant of an alto abdominal stent graft system, and an additional ovation ix iliac limb in both the right and left iliacs. Reportedly, a few weeks post-alto implant the patient had a reintervention after presenting with cold leg, after a fem-pop bypass in their right suprarenal femoral artery. It was reported on (B)(6) 2023, that a routine follow-up computed tomography (CT) scan identified a type ib endoleak of the left common iliac artery. Additionally, an ovation ix iliac limb may have shifted. Reintervention is now in the pipeline for (B)(6) 2024. After the initial report, reintervention was completed on (B)(6) 2024, with the implant of an ovation ix extender. The type ib endoleak was successfully sealed. Patient status was completely normal post-reintervention. Additionally, clinical assessment identified that the reported fem-pop bypass in the right suprarenal femoral artery occurred on (B)(6) 2023, three and a half hours post-procedure. This was discovered during review of the operative note (second procedure) dated (B)(6) 2023.